Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. There were no additional adverse patient effects reported. This ra lead remains in service.